Event description:
In 2001, the interventional radiologist informed the MFR's sales representative of the following: peripheral access device with silicone catheter placed in 1999. In late 2000 the pt experienced arm swelling with infusion through device, had also experienced intermittent heart palpitations. In 2001, fluoro showed transection of catheter with embolized fragment in heart, device removed and fragment retrieved. No further details are available.